Event description:
A facility reported that patient had a slip and the mayfield composite series skull clamp (a3059) needs to be checked out. No patient injury or delay has been reported.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The lock does ratchet slightly while in the unlocked position; however, when the clamp is properly positioned and put under pressure, it did not move. The unit is also covered in a yellow film that required cleaning. As a result, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.